Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a peritoneal dialysis patient was in hospital on (B)(6) 2014, due to treating a pre-existing hernia. On (B)(6) 2014, the patient was discharged from the hospital. Limited information was provided for this safety report. This is no allegation against any fresenius product in relation to the reported event. The outcome of treating the hernia is unknown. Medical records were requested and are not available.